Manufacturer narrative:
The devices involved in this event were not returned. Manufacturing an inspection records could not be reviewed as device batch/lot number is unknown. A meeting with the surgeon was held on 08/22/2023. The surgeon confirmed the patient was a 32-year-old male with a distal radius mal union. To correct the distal radius mal union, an osteotomy was performed, and a wrist spanning plate was implanted. The first screw to be implanted broke. The surgeon did not tap the pilot hole. The plate was in process of being implanted on the proximal end of the 3rd metacarpal when the screw broke 1-2 mm before fully seating to the plate. This indicates the break most likely was due to hitting the far cortex, insufficient pilot hole depth, or incorrect screw length (too long). The surgical team confirmed that the screw head and the drill that was used was placed in a biohazard waste disposal and therefore could not be returned. The remaining holes were tapped, and titanium screws were used. However, as the device was not returned for evaluation, the root cause could not be determined.

Event description:
It was reported a 2.7mm x 12mm nl hexalobe cocr screw (part number 3061-27012) broke during insertion in a wrist spanning surgery. The surgeon was implanting a 2.7mm x 12mm nl hexalobe cocr screw into the bridge plate. As the screw was being advanced into the second cortex the screw broke. The screw had not yet engaged with the plate at the time of breakage. Both cortex had also already been drilled through. The broken portion of the screw was left in the patient, and the remaining portion was discarded by the facility. 2.7 sterile screws were used for the rest of the plate holes. The surgery was completed with no delays. There were no adverse patient consequences reported. This report is related to report number 3025141-2023-00432 for the plate involved in this event.